Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch ultra 2 meter. The patient mentioned that on an unspecified time and date he compared his meter reading to the lab and noticed a difference between the two results. His meter read 100 mg/dl and the lab reading was 127 mg/dl. The patient mentioned that due to the alleged high readings he had obtained on his meter, he increased his insulin (40 units of novomix) and because of that during his visit at the physician's office on (B)(6) 2011 he developed symptoms of feeling dizzy and sweaty. His physician tested his blood glucose using the physician's meter and obtained a 31 mg/dl and treated the patient with food/drink. Whole troubleshooting it was noted that the test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings he had obtained on his meter, he had been increasing his dosage of insulin, developed symptoms and had to receive medical treatment for a blood glucose reading of 31 mg/dl on the physician's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # isk053529.

Manufacturer narrative:
Follow-up # 1 (01/30/2012)-device evaluation: the product(s) involved with this complaint have been returned and evaluated by product analysis with the following findings: on january 5, 2012 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. On january 18, 2012, the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.